Event description:
The customer stated smoke was observed on an axsym analyzer. The sample tubing had leaked and caused a short circuit on the sample syringe board. There was no adverse impact to patient management reported and no injury to personnel reported.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The abbott field service representative replaced the pm sensor kit and the syringe assembly. The cause of the leaking pm sensor sample tubing is not known; however the site communicated they do not verify the integrity of the patient samples run on the axsym and the sample syringe shield had not been installed on the analyzer. Tracking and trending identified no adverse trend for the customer's issue. Labeling was reviewed and found to be adequate. No product deficiency was identified.